Event description:
It was reported that a user experienced inaccurate readings and repeated signal loss with a dexcom g7 15-day sensor, leading dexcom to instruct replacement and initiation of a new sensor, after which no further issues were reported; device problems were characterized as intermittent communication failures involving electrical components, including the antenna. Symptoms included no clinical signs, symptoms, or conditions. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user or third party. Investigation of this case revealed an interoperability problem associated with intermittent communication failure, with involvement of electrical and magnetic components, including the antenna. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure.